Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device developed cuff leak. Tracheotomy required unplanned replacement with respiratory backup and anesthesia. Device cuff would not stay inflated leading to deflation when it was tested after it was removed.